Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing reservoir tube o ring, missing end cap sticker and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump is cracked at the top right where the battery and reservoir goes in. The customer stated that plastic pieces were chipping away. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.